Event description:
The pt was implanted with a left ventricular assist device. A (B)(6) report was received, which indicated pump thrombosis, the pump was turned off, and the driveline was cut off.

Manufacturer narrative:
The user facility report (B)(4) was received from (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.